Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.